Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected e or a alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unspecified alarm and customer was hard to see the insulin pump screen due to rainbow effect. Customer¿s blood glucose was unknown. Customer stated that customer was hearing grinding noise which was different from normal rewind noise and had random no delivery alerts which resolved after changing infusion set. Customer mentioned that insulin pump had cracks around the battery cap. Insulin pump will not be returned for analysis.